Manufacturer narrative:
Per the user guide: ¿ check your t:slim system¿s personal settings to ensure they are correct. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had inadvertently swapped the carbohydrate ratio setting with the correction factor setting when the settings were entered. Tandem technical support assisted the customer with correcting the setting. Blood glucose was 223 mg/dl.